Event description:
Customer reports a pt reaction at the onset of treatment on the 7th reuse. Pt exhibited flushing from the neck up, chest pain/tightness and decreased bp. Dialysis treatment was not terminated. Recirc conducted for 15 minutes and treatment then reinitiated without incident. Pt received benadryl 25mg IV and epinephrine (dose unk). Pt's symptoms resolved.